Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the deth board, and measured the detector temperature. The fse adjusted the wash probe positions, and also soaked the sample probe with alcohol. The fse checked the pump and valve connections, all were tight. The fse did not see any evidence of leaks. The customer made fresh qc and all assays were in range, fsh was out according to the customer's tight range, but well within the package insert range. The fse ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-2000st instrument is operational. No further action is required by field service. The most probable cause for error 3036 detector temperature lower limit error and 3020 waiting for temperature control to stabilize was the replaced deth board.

Event description:
On (B)(6) 2016, a customer reported error 3036 detector temperature lower limit error and 3020 waiting for temperature control to stabilize on the aia-2000st instrument. The customer is unable to run patient samples on follicle (fsh), luteinizing hormone (lhii), prolactin (prl) and bhcg reproductive hormone. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, lhii, prl and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.